Event description:
It was reported that the patient had passed away. Reporter did not think cause was device related but stated they were awaiting toxicology reports. Drug delivered via the device was baclofen follow-up information received later from the healthcare provider confirmed the date of patient¿s death as (B)(6) 2013. The patient¿s intrathecal pump had been delivering compounded baclofen 1500 mcg/ml administered at a rate of 225 mcg/day. They did not know the cause of death or if it was device related. They also did not know if the pump had been explanted.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).